Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged.menstruation"), menstrual disorder ("abnormal menstruation"), insomnia ("insomnia"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, insomnia, fungal infection, vaginal infection, dyspareunia, fatigue and weight fluctuation was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, insomnia, menorrhagia, menstrual disorder, pelvic pain, uterine pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in (B)(6) 2009, patient underwent a total hysterectomy, during which her cervix and uterus were both removed. Following her removal surgery, patient continued to have episodes of abdominal pain. As time progressed, her abdominal pain intensified, prompting an appointment with doctor in the summer of 2016, to discuss treatment alternatives, including surgery to remove the essure micro-inserts. On (B)(6) 2016, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her bilateral salpingectomy, her symptoms had mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included vaginal bleeding and endometrial ablation. Concurrent conditions included endometrial polyp. Concomitant products included aciclovir (acyclovir [aciclovir]) since (B)(6) 2015, carisoprodol (soma) since (B)(6) 2014, cetirizine, estradiol, medroxyprogesterone since (B)(6) 2015, temazepam since (B)(6) 2015, tramadol and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient experienced scarlet fever ("scarlet fever"). In (B)(6) 2012, the patient experienced ovarian failure ("ovarian failure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged. Menstruation, abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal menstruation"), insomnia ("insomnia"), vulvovaginal mycotic infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), menopausal symptoms ("hormonal changes describe: symptomatic menopausal or female climacteric states"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), abdominal pain ("pain, abdominal"), dermatitis ("dermatitis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with estrogen nos (estrogen), testosterone and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, insomnia, vulvovaginal mycotic infection, vaginal infection, dyspareunia, fatigue, weight fluctuation, menopausal symptoms, depression, rash, migraine, headache and alopecia was resolving and the fibromyalgia, scarlet fever, dermatitis, vaginal haemorrhage and ovarian failure outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, insomnia, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian failure, pelvic pain, rash, scarlet fever, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: in (B)(6) 2009, patient underwent a total hysterectomy, during which her cervix and uterus were both removed. Following her removal surgery, patient continued to have episodes of abdominal pain. As time progressed, her abdominal pain intensified, prompting an appointment with doctor in the summer of 2016, to discuss treatment alternatives, including surgery to remove the essure micro-inserts. On (B)(6)2016, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her bilateral salpingectomy, her symptoms had mostly resolved, though some remain. Date(s) of removal: (B)(6) 2009 and bilateral salpingectomy. Symptoms generally improved, however still at risk for cancer and other ailments. Per mr: an essure device was inserted in each, without difficulty, with approximately 5 coils protruding into the cavity bilaterally. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "fibromyalgia, scarlet fever, dermatitis, ovarian failure" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included vaginal bleeding and endometrial ablation. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2-feb-2015, carisoprodol (soma) since 19-dec-2014, cetirizine, estradiol, medroxyprogesterone since 9-sep-2015, temazepam since 22-jul-2015, tramadol and vicodin (hydrocodone w/acetaminophen) since 20-oct-2015. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged.menstruation, abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal menstruation"), insomnia ("insomnia"), fungal infection ("chronic yeast infections"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), menopausal symptoms ("hormonal changes describe: symptomatic menopausal or female climacteric states"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), migraine ("migraines / headaches"), headache ("migraines / headaches"), alopecia ("hair loss") and abdominal pain ("pain, abdominal"). The patient was treated with estrogen nos (estrogen), testosterone and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on 19-jul-2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, insomnia, fungal infection, vaginal infection, dyspareunia, fatigue, weight fluctuation, menopausal symptoms, depression, rash, migraine, headache, alopecia and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, insomnia, menopausal symptoms, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, uterine pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: in jul-2009, patient underwent a total hysterectomy, during which her cervix and uterus were both removed. Following her removal surgery, patient continued to have episodes of abdominal pain. As time progressed, her abdominal pain intensified, prompting an appointment with doctor in the summer of 2016, to discuss treatment alternatives, including surgery to remove the essure micro-inserts. On 19-jul-2016, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her bilateral salpingectomy, her symptoms had mostly resolved, though some remain. Date(s) of removal: 01jul2009 and bilateral salpingectomy. Symptoms generally improved, however still at risk for cancer and other ailments. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated,concomitant medications, new events menopausal symptoms, depression, rash, migraine, headache, alopecia, abdominal pain and device monitoring procedure not performed added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.